Event description:
The patient underwent implantation of a neurostimulation system for failed back surgery syndrome. The patient's attorney contacted the manufacturer stating "I have been retained for representation regarding severe injuries he has sustained. These injuries were suffered as a result of multiple surgical implantations of neurostimulator medical devices manufactured and sold by medtronic".